Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient was having trouble moving their legs following a permanent implant. In turn, the system was explanted the same day.